Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that a skin reaction causing ¿tiny red bumps¿ and itching, leading to a dark discoloration of their skin had had occurred while wearing the pod over 48 hours. Symptoms began 3 days into pod usage. Upon pod removal, the skin reaction was visible in the location of prior adhesion placement on the patient's abdomen. The patient is using alcohol and skin tac (torbot) to prepare the site for pod use, with soaking in the shower for removal. Customer product support discussed the potential benefit from cleaning the site with anti- bacterial soap and water vs alcohol, and tac away (torbot) to remove the pods and dissolve the adhesive. The patient contacted their physician on an unknown date and was prescribed an unspecified cream. The patient did not receive a diagnosis.